Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located on lcd display (cracked). The insulin pump was received with a partial display (flashing white and missing segments on the left half of the display) due to cracked glass. Unable to perform the displacement test due to partial display. A p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Cosmetic damage on the display (cracked glass) is confirmed.

Event description:
Information received by medtronic indicated that the insulin pump display was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.